Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the implantable cardioverter defibrillator (ICD) was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) programming is suspected of inducing the patient¿s ventricular tachycardia (vt), which was treated with anti-tachycardia pacing. Review of episodes of vt found that the ventricular safety pacing programming of the ICD is what appears to be pro-arrhythmic. Additionally, it was noted that the patient feels palpitations and knows to slow down. The ICD remains in use. No patient complications have been reported as a result of this event.